Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed the front and back cases are broken. Door flap is broken. The keypad is delaminated. Due to the device contamination, a functional evaluation could not be performed. We have not been able to establish a relationship between the event reported and the device. Probable root causes include kinks, leaks and blockages in the vacuum circuit, or a component failure. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, renasys touch device started beeping because of obstruction but the machine was not obstructed. It is unknown what type of procedure was being performed. The procedure was completed using a smith & nephew back-up device and it resulted in a delay greater than 30 minutes. No other complications were reported.